Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported the patient was enrolled in a clinical study in france titled: evaluation of integra artificial dermis for the treatment of leg ulcers. Idrt was implanted on (B)(6) 2011 on the heel of the patient's right foot followed by a skin graft on (B)(6) 2011. The wound (initially) healed, but the right heel would reopened on (B)(6) 2012 with a 4mm x 4mm ulceration, bone contact and serous flow osteitis. A bone scan and a scan with positive leukocyte marker were done which showed polynuclear concentration on the posterior lateral part of the patient's heel (local infection). Hospitalization was required. Cultures were obtained during a free flap surgery performed on (B)(6) 2013 followed by a cutaneous graft on (B)(6) 2013. The patient received antibiotic (unspecific) treatment from (B)(6) 2013. On (B)(6) 2013 the patient's current condition was reported as "the flap surgery worked and everything is ok."